Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) showed battery 1 has x and battery 2 has no power. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) showed battery 1 has x and battery 2 has no power. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.